Event description:
Pf114 faradise clinical study, subject ID: (B)(6). It was reported that during an irreversible electroporation ablation procedure using a farawave catheter the patient experienced a vasovagal reaction. Atropine was administered and temporary pacing was applied. The procedure was completed with no further patient complications occurring during the procedure. The catheter is not expected to be returned as it was disposed of by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.